Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/26/2021. H.6. Investigation: a device history record review was completed for provided lot number 0188331 and one related non-conformance was detected during the production process. There was an intermittent issue with dry barrels which was resolved at the time of detection. Product associated with this issue was held for inspection and all affected material should have been scrapped. To aid in the investigation of this issue, unused samples belonging to lot 0188331 were returned for evaluation by our quality engineer team. The returned samples for lot 0188331 did not reveal signs of defect.

Event description:
It was reported that a syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initial reporter: " it was reported saline flushes are not flushing when attached to an IV catheter verbatim: bd team, I spoke to product complains () I am receiving many complaints with these 10cc saline flushes. Item 306546. They are not flushing when attached to an IV catheter. I am copying my customer () lots: 0223175, 0154213, 0188331. This needs to be addressed immediately as they have over 30 locations with these lots. Please advise dated of events for the attached complaints: md date of event: (B)(6) 2021. Date of event: (B)(6) 2021. Date of event: (B)(6) 2021. Date of event: (B)(6) 2021. (2 occurrences lot 0154213 and lot 0188331) date of event: (B)(6) 2021. From customer email 27-jan. This lot# of 10ml ns syringes is having an issue with flushing once attached to the angiocath. It can still aspirate but is unable to flush. It flushes fine when attached to the extension set alone."

Manufacturer narrative:
Initial reporter information: the customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported saline flushes are not flushing when attached to an IV catheter. Verbatim: bd team, I spoke to product complains (). I am receiving many complaints with these 10cc saline flushes. Item 306546. They are not flushing when attached to an IV catheter. I am copying my customer (). Lots: 0223175. 0154213. 0188331. This needs to be addressed immediately as they have over 30 locations with these lots. Please advise dated of events for the attached complaints: md. Date of event: (B)(6) 2021. From customer email 27-jan: this lot# of 10ml ns syringes is having an issue with flushing once attached to the angiocath. It can still aspirate but is unable to flush. It flushes fine when attached to the extension set alone."